Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. The history showed that there was an unexpected re-start. The customer was not able to rewind. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be performed due to the prime anomaly. The insulin pump was received missing the end cap sticker and had a cracked reservoir tube lip, and minor scratches and cracks on the display window.